Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that 1 of 3 teeth was not moved when lever was pulled. Also, it is hard to remove and attach the tibial component.

Manufacturer narrative:
An event regarding difficulty disassembling a scorpio baseplate from the baseplate impactor instrument was reported. The event was not confirmed method and results: device evaluation and results: functional testing of the returned instrument could not confirm the event. The instrument was successfully assembled and disassembled with a sample baseplate from fg. Medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been previously reported events for the manufacturing lot. Conclusions: the reported event could not be confirmed nor a root cause determined although there was a slight resistance to disassembly the assembled devices the returned device was found to be functional.

Event description:
It was reported that 1 of 3 teeth was not moved when lever was pulled. Also, it is hard to remove and attach the tibial component.